Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 2(B)(6) 2017. It was reported that the patient reported to the emergency department due to left leg pain and pain along the driveline to the chest. Labs were obtained. No further information was provided.

Event description:
Additional information received indicated that the patient was given doxycyline 100 mg for driveline infection suppression. Patient was suspected to have lll cellulitis, as well as mild edema, however doppler was negative for deep vein thrombosis.

Event description:
Additional information: it was reported that the cause of the pain was undetermined but perhaps due to volume overload. Chest abdomen and pelvis CT scan found no pulmonary embolus. The patient had cardiomegaly consistent with left heart dysfunction along with interseptal thickening and groundglass opacities in the bases favoring edema. There were no definite acute abdominal or pelvic findings. There was wall thickening of the mid and distal sigmoid colon with diffuse diverticulosis with what appeared to be a connection of one of the diverticula to the dome of the bladder with small amount of air extending to the bladder wall and possible mild bladder wall thickening. Findings raised concern for developing colovesicular fistula, presumably due to prior episodes of diverticulitis. Heterogeneous hepatic enhancement was most consistent with passive venous congestion likely secondary to poor cardiac output. Treatment was a narcotic pain prescription and zofran. The patient was discharged home on an unspecified date.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas, serial number and the reported event could not conclusively be established. The patient remains ongoing on heartmate 3 lvas. No product was available for evaluation. Although the patient¿s chest pain was not attributed to the lvad during this admission, the patient has experienced chest pain in the past and present associated with an ongoing driveline infection. The heartmate 3 IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infections are provided in various sections of the IFU and patient handbook. No further information was provided. The manufacturer is closing the file for this event.